Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic for lead revision. Noise was observed. Lead was successfully explanted and replaced. The patient was stable following the procedure and will continue to be monitored.